Event description:
The customer contact reported a nondelivery. The pump was programmed to deliver ancef, 1 gm every 8 hours. No further programming parameters were provided. After an unspecified length of time, the pump "beeped as though it had infused." Upon entering the patient's room the nurse noted that the pump display incremented as though fluid was being delivered; however, no fluid was delivered. There were no reported adverse patient effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump.